Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found a "b30" scope communication error, and "e216" scope communication error due to failure of the electrical contacts of the electrical connector. Additional evaluation findings are as follows: defects of the insertion tube - non-bending section; adhesive of distal end defects; defects to the control body (non-switches); defects of connector; bending problematic. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not displayed by the device and it could not be restored. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Correction: usage of device- reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Alternatively, it is also likely that the communication with the system has become unstable due to foreign matter adhering or scratching the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.